Manufacturer narrative:
UDI in section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the black o ring around float assembly deteriorating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found wear and tear damage, cracked tank cover and an outdated printed circuit board (pcb) and power switch. There was no evidence of the reported error in the event history log (ehl). The reported problem was verified/duplicated during the investigation. The float switch seal was breaking down, confirming the customer complaint. Thus, a faulty float switch seal was found to be the cause of the issue. However, no corrective action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).